Event description:
It was reported that a failed catheter access port (cap) study took placed on (B)(6)-2013. The patient experienced pain at the pocket site as the pump was flipped and the catheter was crushed. The issue was resolved without sequelae on (B)(6)-2013 when a surgical revision took place. A device surgical repositioning of the pocket site and an addition of a new pump site catheter occurred. This was reportedly related to the device or therapy but not to the implant procedure. This device system delivered hydromorphone and bupivacaine.

Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: 2012-(B)(6), explanted: 2013-(B)(6), product type catheter product ID 8703w, lot# l47427, implanted: 1997-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The following information has already been reported in manufacturer report #3004209178-2013-10845. Any further information received regarding this event will be reported in this manufacturer report #3004209178-2013-24009. It was reported that the patient experienced discomfort at the pump site. The patient was noted to have previously been obese and had lost a fair amount of weight. They had a large amount of redundant abdominal tissue. Fluoroscopy and ultrasound confirmed the pump had flipped on (B)(6) 2013. It was noted as possibly related to the implant procedure. The pump was flipping within the pocket, and the ligatures were broken. The pump flip caused difficulty with fills and discomfort at pocket site. The device was surgically repositioned, and the pump was manually flipped, on (B)(6) 2013. The patient resolved without sequelae on (B)(6) 2013. The medications used within the system were hydromorphone and bupivacaine. It was later reported that the event was related to the device or therapy and not related to the implant procedure. New information received: it was later reported that ranging from (B)(6) 2012 to (B)(6)2013 the patient had admitted to symptoms of urinary difficulties, edema, pain at the pocket site, constipation and excessive drowsiness. Multiple dose adjustments had been made during visits in that time frame in order to better manage the patient's pain. The doctor began to wean the patient's dose on (B)(6) 2013 in preparation for the catheter revision on (B)(6) 2013. It was later reported that the patient had experienced inadequate pain relief. It was further clarified that the broken catheter was replaced on (B)(6) 2013. Also, surgical observation that took place on (B)(6) 2013 resulted in the diagnosis that the catheter had been completely crushed and transected in the subcutaneous tissue plane on its route to the pump.

Event description:
Additional information received reported that the etiology was the intrathecal portion of the catheter with serial number/lot number l47427, and was related to the device or therapy.